Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, non-sustained rv oversensing was noted. Device reprogramming was performed and the patient will be monitored. The patient is in good condition.